Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. The lesion being treated was located in the proximal to mid left anterior descending artery (lad). After the predilation with a 1.5x8mm apex balloon, ivus was performed. A 3.00x32mm taxus element stent was deployed and post-dilated with a non-bsc 3.0x15mm balloon. Ivus was performed at the end of the procedure and the procedure was completed without issue. No patient complications were reported. Medication given pre-procedure included: clopidogrel and aspirin. The next day, the patient became very ill and was moved to the ICU (details are not known). Thirteen days post the stenting procedure, patient death occurred. According to the physician, there was a possibility that the patient had a thrombus at the carotid artery and the thrombus moved to brain. The death was likely to be caused by cerebral infarction. There was no evidence or allegation of device malfunction.